Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother that the customer's pump would turn on and off by itself. Sometimes the screen goes blank so she though the battery was the issue. Customer's mother changed the battery but now the school nurse is telling her that it is the same issue and it seems like it is trying to give her more insulin than it is supposed to. Customer's mother did not have the customer's pump and was advised to call back to check delivery and the blank display. Customer's mother stated that the pump did fall but she caught it before it hit the floor. Customer's mother stated that the battery cap is damaged at the top because of taking the cap off. Pump has not been exposed to moisture. Customer is using energizer alkaline batteries. A new battery cap will be sent to the customer. Customer's mother was advised to change the battery as soon as possible and revert to a back-up plan if needed. No further assistance required.